Event description:
A ventilator inoperative code was found in a ventilator's downloaded error log while evaluating the device at the MFR's service center. There was no pt harm or injury reported by the customer. The ventilator inoperative condition is currently being investigated by the MFR. A follow-up report will be filed when the investigation is complete.